Event description:
It was reported that 2 bd ultra-fine¿ mini pen needle cannulas broke off. The following information was provided by the initial reporter :   the consumer reported that the needle broke inside the insulin pen.   Sample : not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needle cannulas broke off. The following information was provided by the initial reporter: the consumer reported that the needle broke inside the insulin pen. Sample: not available.

Manufacturer narrative:
H.6. Investigation: customer returned images of a 5mm, 30 gauge pen needle from lot 9323654 and an insulin pen. A section of the non-patient side needle is lodged in the septum of the pen. The needle appears to be lodged into the outer edge of the septum and bent toward the center before deviating upwards. The pen may have met the pen needle cannula at an angle, allowing it to be bent and split off from the remainder of the pen needle as a result of forces applied during tightening the pen needle into place on the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd was able to confirm the customer¿s indicated failure of the non-patient end of the needle breaking. The root cause of the pen needle cannula fracturing may be accidentally inserting the cannula into the pen at an angle and attempting to tighten it into place, with the resulting stresses leading to the fracture. H3 other text : see h.10.